Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a nonthrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular stenosis/regurgitation. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth cannot be determined at this time. The root cause of this event cannot be determined with the available information. The subject device is not available for evaluation as it was never received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
Through implant patient registry, it was learned that a patient with a 19mm 3300tfx aortic valve was explanted after an implant duration of two years, eight months due to pannus, moderate leaflets motion restricted, aortic valve stenosis and aortic arch aneurysm. The explanted valve was replaced with a 23mm 3300tfx aortic valve. Per the medical records, the patient presented with worsening exertional shortness of breath and was found to have aortic valve stenosis and an aortic arch aneurysm. The patient underwent a redo sternotomy and root enlargement procedure. The 19mm 3300tfx aortic valve was examined. The leaflets were moderately mobile and there was pannus on the valve. The valve was removed, and a root enlargement was performed. The explanted valve was replaced with a 23mm 3300tfx valve. The valve appeared to seat well. The patient was transferred to the incu in satisfactory condition. On pod #2, the patient developed chb and underwent a ppm placement. On pod #9, the patient was discharged home with homecare services in good condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.